Event description:
Attorney reported: (B)(6) 2006 - pt underwent surgery to repair a ventral hernia. A bard ventralex small circle was used to repair the defect. As a result of using the bard ventralex small circle, pt was caused to suffer, among other injuries, severe infection and was caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by pt was due to the bard ventralex small circle.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request the return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has an specific product problem been reported. No conclusion can be drawn at this time.